Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle had no insulin flow during the priming and injection. The following information was provided by the initial reporter: "consumer reported no insulin flow when taking injection and sometimes priming stated, she primes 4 units stated, she had this problem on and off for the past 5 years and she's wasted a lot of pen needles consumer could only provide one lot#."

Manufacturer narrative:
H6: investigation summary: a complaint lot history check was performed on lot # 1327867 for needle clog. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle had no insulin flow during the priming and injection. The following information was provided by the initial reporter: "consumer reported no insulin flow when taking injection and sometimes priming stated, she primes 4 units stated, she had this problem on and off for the past 5 years and she's wasted a lot of pen needles consumer could only provide one lot#".